Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop23-29 (lot: 0011413142); product type: 0195-heart valves; product ID: evproplus-29 (serial: (B)(6); product type: 0195-heart valves; image review: twenty-seven fluoroscopic images were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review however heavy calcium leaflet and annular calcium can be seen in imaging. Upon reviewing the fluoroscopy load inspection of the first system there was crown overlap past the fourth node and it would be considered a misload. Imaging shows the progression and different views of the infold mentioned above on the first deployment. It is seen right at deployment which would be present in a misloaded valve. An image shows the replacement delivery catheter system (dcs) fluoroscopy inspection with crown overlap to the third node which would be consider an adequate load. Not mentioned in report but the second system is deployed severely constrained and looks like there could be an infold that they post dilate to resolve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and verified, and no misload was reported. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20x40 mammoth meril balloon with hand inflation. During the first deployment attempt, the valve was compromised and an infold was reported. The valve was recaptured and withdrawn. The valve and delivery catheter system (dcs) were replaced. The replacement valve was implanted with perfect results. Of note, the patient had heavy calcification, which according to the physician contributed to the infold. No adverse patient effects were reported.